Manufacturer narrative:
(B)(4). Results (other): visual inspection of the returned product showed the lens was split and pieces of it was torn off and missing. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated that as the surgeon was inserting the single piece silicone lens with toric, a haptic got stuck in the cartridge. The lens was removed and another staar toric lens was implanted without any patient injury.